Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.3; reference: 1.4; mean: 3.20; confidence limits: 1.9-4.6. Analysis of the customer's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. The values are discrepant beyond the documented variability for pt/inr testing. No product is expected to be returned. Strip lot information was not provided. Unable to perform in-house testing. Inratio testing should not be used for patients on heparin therapy as stated on product warning. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 5.3; lab: 1.4. Nurse stated that they often test patients on lovenox, but not sure if this patient was on it or not.